Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that air was introduced into the operative site during surgery. The type of procedure was unknown. The procedure was completed on the same day after replacing the infusion tube with another one. There was no patient impact.